Event description:
The surgeon implanted lens but the haptic became stuck in the cartridge and was damaged upon insertion. The lens was cut into pieces to remove and there was no patient injury or event. It is unknown if the lens or injection system malfunctioned.